Event description:
Rptr complains of pain, change in bite, flu-like symptoms, weakness, ringing in ear, visual disturbance, inability to think clearly, abnormal gland function, skin rashes, dry skin, itching, sensitivity to sun, allergies, sensitivities to chemicals and drugs, face swollen when food in contact with plastic, disruptive sleep, nausea, intolerance to heat and cold, chronic respiratory problems. Must wear a face mask when in contact with fumes, and problems breathing. Metallic wires used to hold implant in place caused infection.